Event description:
It was reported that the left ventricular lead exhibited loss of capture. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve hump height was measured within specifications.

Event description:
New information indicates that dislodgement and inappropriate capture was noted on the left ventricular (lv) lead. A fluoroscopy was performed to confirm the dislodgement. The physician elected to explant and replace the lv lead. The patient condition was stable.